Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.5/3.0/143 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 to significant reduction of irido-corneal angles and excessive vault. In a second surgery on (B)(6) 2022 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Health effect impact code (B)(4). Work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).